Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user initially described a humming sound that happened occasionally and then later was audible all the time. The external equipment was exchanged which did not resolve the humming sound. The user has been re-implanted.

Event description:
The user initially described a humming sound that happened sometimes. The external equipment was exchanged which did not resolve the humming sound. The humming noise is now audible all the time but is not present without the audio processor. The sound is constantly present, not only with speech.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Further technical checks are considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user initially described a humming sound that happened sometimes. The external equipment was exchanged which did not solve the humming sound. The humming noise is now audible all the time but is not present without the audio processor.